Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4) the device was evaluated by a carefusion field service representative (fsr) at the reporter's facility. The following calibrations were performed: exhalation pressure transducer, turbine pressure transducer, exhalation flow transducer, o2 pressure transducer, and exhalation valve. Following the calibrations the unit operated according to product specifications. The unit is back in service and no further evaluation is required at this time.

Event description:
The customer reported that this vela ventilator was alarming "xdcr (transducer) fault" while on a patient. The ventilator was removed from the patient and alternate ventilation was provided by a known good unit. The customer stated that there was no patient injury or harm associated with this reported event.